Event description:
A nurse reported the cassette leaked and could not pass the test during a cataract-vitrectomy combination surgery. The surgery was completed after the product was replaced. There was no patient contact with the device. There was no harm to the operation room staff.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The infusion chamber cracks appeared to propagate from the pinch plate, however, without the sample we could not confirm whether this was induced breakage or potentially a weld issue. While we could confirm there was damage to the infusion chamber on the cassette, the exact cause of the customer's complaint could not be conclusively determined. A sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After investigation of this complaint, no corrective action is required at this time as the root cause is not known. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).